Event description:
It was reported that the right atrial (ra) lead exhibited high impedance and lead fracture. The lead remains implanted. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).